Event description:
No additional information.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had connection issues. The following information was provided by the initial reporter: new IV sets provided to staff malfunctioning. When rn removed patients IV, extension set popped off/disconnected from IV catheter and blood expelled from IV. No twisting of hub occurred to initiate the disconnect, this was a spontaneous disconnect.